Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of the device, the tacks did not penetrate through the tissue and were unable to hold correctly.

Event description:
It was reported that during lap ventral hernia repair, during the use of the motorized straight fixation device, the tacks did not penetrate through the tissue and were unable to hold correctly. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that tacks were visible in the shaft. During evaluation, an external power supply was connected to the battery terminals 9.03 v from power supply, asset nh10447 and the red light did turn on. The computer was connected to the circuit board and was read. It was reported that there was tack penetration. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when tacks penetrate media with sufficient counter pressure applied of greater than 3lbs. If counter pressure of less than 3lbs is applied, the tacks will not be able to penetrate media. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: apply moderate external counter pressure to the area immediately opposite the distal end of the shaft (a) when firing tacks. The application of counter pressure ensures proper tack fixation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.